Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 237 mg/dl. The customer indicated that a bolus would be administered. During the system check with tandem technical support, it was determined that the site should be changed. Reportedly, the customer changed the site successfully. A follow up with the customer on 03/18/2016 indicated that no further alarm occlusions occurred since the reported event.

Manufacturer narrative:
The device was received; however, evaluation was not performed.